Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was getting really hot while charging cause the charging port to melt. The patient reported not using the charging cable provide with the device as they were not sure where it was. No impact on blood glucose levels was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res# (B)(4) was implemented. The device was not returned for investigation.